Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that the patient experienced underdose symptoms in relation to a motor stall which recovered within two hours. No diagnostic testing or troubleshooting occurred. The issue was reported as unresolved and the cause was undetermined and there was no electromagnetic interference (emi) or a magnetic resonance imaging (MRI) scan. As a result the pump was replaced. The patient¿s status at the time of the event was unknown. However, after the pump replacement the patient was receiving effective therapy. This device system delivered hydal. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.